Event description:
It was reported that the ac power supply cord didn't charge their controller; when it was plugged in it said to charge controller. They took the battery pack out which didn't resolve the issue. Eventually if they got the controller charged and they went to charge the ins, it would again tell them to charge the controller. They tried to lower stimulation and couldn't; it was "shocking" them in their knees and feet and it was hurting them really bad, which was due to the controller issue. They said when they tried to lower stimulation it said to "charge the controller." The patient removed the battery pack and they said the battery contact in the controller was kind of pushed back; they tried to pull it in alignment but couldn't. They didn't hear any rattling inside the controller. Additional information was received from a patient (pt) regarding an external device. Pt called from registered number. Pt said they received their replacement controller and when they charged their implantable neurostimulator (ins) the first and second time they were able to charge their ins. Pt noted the third time they charged their ins, they saw the "controller batteries low" screen again that they saw prior to receiving the controller replacement. Pt said they had to remove and re-insert the battery pack in the controller. Pt said when they plugged the recharger (rtm) into the controller, the lock screen froze. Pt was driving during the call. Patient services specialist (pss) suggested the pt to call back once they were able to inspect their rtm to troubleshoot further. Pt called back and got the new controller but are saying issue is still happening. Pt gets the "controller batteries low" and this happens when rtm is plugged in. Pt says rtm is heating up at paddle site.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.